Manufacturer narrative:
D4: lot #: requested, not provided d4: expiration date: unknown, as the involved lot # was not provided d4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k): k926214. H4: device manufacture date: unknown, as the involved lot # was not provided. Since the actual sample was not returned, investigation of it could not be performed. History investigation of the product with the involved product code/lot number. - since the lot number was unknown, the manufacturing record and shipping inspection record could not be investigated. - in the past two years, we have not received any similar complaints of the involved products caused by the manufacturing process. Cause of occurrence/conclusion: since the lot number was unknown, the manufacturing record and shipping inspection record of the actual device could not be investigated. In addition, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Literature review performed (k2405151) investigation of the case using radifocus guide wire m. Procedure: percutaneous atrial septostomy. The procedure outcome was not reported. Perforation in the left atrial appendage, the patient harmed and surgical intervention was performed. Treatment taken for the patient (method of treatment for perforation): as cardiac tamponade developed, treatment was completed through surgery. Patient's current condition: recovered. The patient recovered after surgical procedure.